Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Product not returned to manufacturer.

Event description:
Patient had a right total knee done on (B)(6) 2012, pt did well post surgery, pt had a fall, pt complained on pain in right knee, x-ray showed that the tibial loosens and tilted implant into a couple degrees of varies, doctor told pt the results and opted to revise the tibial components, pt was revised to a size 3 universal triathlon baseplate and a size 16mm cs polyethylene.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding trauma resulting in revision involving a triathlon baseplate was reported. The event was not confirmed. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary and revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Patient had a right total knee done on (B)(6) 2012, pt did well post surgery, pt had a fall, pt complained on pain in right knee, x-ray showed that the tibial loosens and tilted implant into a couple degrees of varies, doctor told pt the results and opted to revise the tibial components, pt was revised to a size 3 universal triathlon baseplate and a size 16mm cs polyethylene.